Manufacturer narrative:
This initial and final emdr report is being submitted to FDA for outside us like products reporting. "Adhesion of cells or foreign bodies onto the lens surface" is indicated as a potential adverse event related to iol implantation in hoya IFU covered under the warnings section. The product was not returned to the manufacturer as it remains implanted. The product investigation was conducted, with results noted below. There were not any images about the reported event. The product was not returned. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 254). In addition, research in our complaint database indicated there were not any similar complaints in the same production lot numbers. The root cause of the event could not be determined. However, from our investigation, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Implant date: (B)(6) 2018. Post-operative complications; cell adhesion macrophages on the lens with iol politur performed on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2020; future surgery is required.